Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient stated she is experiencing a reaction to the 72r electrodes. Patient called back. 72r electrodes, last night they started itching. She took off. Under electrodes are red and bumpy. Wore electrodes 24/7. Changed them once every 3-days same spot. With covers. Called the doctor. No creams no ointments. Sending 63b electrodes patient will conduct a timed-test and call back if there is an issue. New 63b electrodes were shipped to the patient. No additional patient consequences have been reported. The patient did not return 72r electrodes.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated she is experiencing a reaction to the 72r electrodes. Patient called back. 72r electrodes, last night they started itching. She took off. Under electrodes are red and bumpy. Wore electrodes 24/7. Changed them once every 3-days same spot. With covers. Called the doctor. No creams no ointments. Sending 63b electrodes patient will conduct a timed-test and call back if there is an issue. New 63b electrodes were shipped to the patient.